Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter's review of the event history for another report of a colleague infusion pump, it was discovered that failure code 810:11 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A device history review has been performed and there were no exceptions noted during the manufacturing of this product. A trend review has been performed and there have been similar reports made to baxter. The root cause is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. This is a stay-in unit and will not be repaired at this time. Additional: a service history review has been performed and revealed that this device was not previously serviced by baxter prior to this event. Baxter has performed a device history review and it revealed that there were no exceptions associated with the manufacturing of this product.